Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve replacement (tavr) with a medtronic 26 mm e volut pro valve. As described in the article, the patient was admitted to the hospital affiliated with the authors two years after tavr for unstable angina. Diagnostic imaging (computed tomography and coronary angiography) revealed severe overlap between the evolut pro commissures and both coronary ostia, with primary stenosis at the evolut pro frame struts in the left coronary cusp. Per the authors, ¿intravascular ultrasound (ivus) confirmed severe narrowing because of hypoechoic tissues, indicating potential endothelialization of the evolut frame struts, with only mild stenosis in the left main.¿ ultimately, two coronary stents were implanted, resolving the coronary stenosis. The authors wrote that no adverse events were observed up to three years after stent placement (five years after tavr). No further information was provided pertaining to the evolut pro valve.

Manufacturer narrative:
Citation: naganuma t, onishi h, ouchi t, hozawa k. Long-term follow-up following stent-in-stent for stenosis caused by late endothelialization of self-expanding aortic valve struts. Jacc cardiovasc interv. 2024;17(8):1050-1052. Doi:10.1016/j.jcin.2024.01.289 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.